Event description:
Related manufacturer reference number: 2017865-2023-11677. It was reported that the patient's right ventricular lead exhibited high pacing impedance. The patient's implantable cardioverter defibrillator was also noted to be under advisory. The patient's right ventricular lead was explanted and replaced, and it was elected to prophylactically replace the device. The patient was stable.

Manufacturer narrative:
The reported event of high pacing lead impedance was confirmed. As received, a partial lead was returned in two pieces. Final analysis found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records. No issues were found.